Event description:
During a coronary drug eluting stenting treatment procedure the shaft broke. In 2005, the physician attempting to place a 3.5 x 24 mm taxus express2 drug eluting stent, but the stent could not be pushed into the guide catheter and was stuck on the bmw guide wire. The shaft then broke but a complete separation did not occur. The stent delivery system was removed from the patient. The procedure was successfully completed with another 3.5 x 24 mm taxus express2 drug eluting stent. The were no reported patient complications. The patient's status is reported as `fine'.